Event description:
Customer reported a malfunction after exposing the pump to x-rays about four weeks prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, and acknowledged this guidance.